Event description:
Event description cpi received information that this bipolar lead was explanted. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the lead 'malfunctioned'. The physician elected to replace the lead system with a new endotak lead.